Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer experienced an elevated blood glucose (bg) level and manual injections were administered to address the bg level; no exact bg value was provided. The customer alleged there was an underlying pump issue causing the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.